Event description:
It was reported that a patient underwent a craniotomy on (B)(6) 2012 and a drain was used on the dura mater. On (B)(6) 2012, it was noted that the drain was clogged. The drain was milked, however, it became damaged and was removed at that time. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The drain received had a cut about 3 mm long with a large blood clot noted inside. The drain was damaged during use.